Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The event date is an approximation. While working on (B)(6) 2024, the receiver was alerting. The cgm was "high" and the patient self-treated with insulin. Some time later, the patient passed out and then had a seizure with convulsions. An ambulance was called. The patient had no idea what treatment was given in the ambulance and at the hospital. A bg was checked; however, the patient was not aware of the values as she was unconscious but noted that the reading from the receiver was inaccurate when compared to the bg. She was not aware of the readings during her hospitalization. The patient was discharged on (B)(6) 2024 after discharge, the patient felt tired. No data was provided for evaluation. The allegation and the probable cause could not be determined there was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.